Event description:
It was further reported that the patient did not have myocardial infarction (mi) and the elevated cardiac enzymes were due to subarachnoid bleed. Death certificate was declined by the family. In addition, the cause of death was subarachnoid hemorrhage.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) study. It was reported that myocardial infarction and death occurred. In (B)(6) 2013, coronary angiography was performed. On the following day, the index procedure was performed. The target lesion was a de novo lesion located in the mid segment of saphenous vein graft (svg) to 1st diagonal with 99% stenosis, a length of 8 mm, and a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilation and placement of a 2.25 x 16 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient presented to the hospital after being ¿found down¿ by family. The patient was admitted to the neurologic intensive care unit (ICU) at an outside hospital and was transferred for a hunt and hess v, fisher scale grade iii sub-arachnoidal hemorrhage was revealed via computed tomography (CT) without contrast with evidence of hydrocephalus and severe anoxic brain injury related to his pulseless electrical activity (pea) arrest which occurred during transit. The patient was given propofol for intubation and stabilized prior to transport. On the same day, , the patient arrived in the enrolling site intubated, hypothermic on dopamine, nor-epinephrine and amiodarone and with glasgow coma scale 3t. Patient's systolic blood pressure (bp) was in 160¿s on arrival on all the medications but quickly dropped into 60¿s when the medications were ¿unhooked¿. The patient was placed on multiple pressor in order to normalize the bp as the patient hypotensive status post pea arrest. The patient began to decline and appeared coagulopathic and was given fresh frozen plasma (ffp) and platelets due to the prasugrel therapy. On arrival, patient¿s neurologic exam was extremely poor with no brain stem reflexes other than over breathing over the ventilator. The patient had loss of consciousness greater than 24 hours and was diagnosed to have acute respiratory failure, cardiopulmonary arrest and cardiogenic shock. There was run of ventricular tachycardia with pulse which resolved prior to initiating amiodarone. The patient was also reported to have developed metabolic acidosis with lactic acidosis. Patient's cardiac enzymes were found to be elevated and develope non-st elevated myocardial infarction (nstemi). The patient was also found to have developed acute kidney injury, systemic inflammatory response syndrome and had active bleeding with hypotension and was planned to be treated for septic shock and hypovolemic/hemorrhagic shock. The patient's family opted do not resuscitate (dnr) status with desire to withdraw care. The patent¿s ventilator support was removed and the patient expired at 17:25 hours.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).